Manufacturer narrative:
The investigation determined that the calibration and qc data provided gave no indication for a reagent or an instrument issue. The analyzer alarm history did not contain any conspicuous events. The field engineering specialist determined that there was an optical failure. He replaced the measuring cell. He replaced worn pinch valve tubing. The customer ran successful calibration and qc. Performance check testing was successfully performed. The issue was resolved by the service activities performed. There have been no further issues following the service visit.

Event description:
The initial reporter complained of a questionable elecsys troponin t stat assay result for 1 patient and a questionable elecsys probnp ii immunoassay result for 1 patient tested on a cobas e 411 immunoassay analyzer. Patient 1 had two separate blood draws that were 1 hour apart, sample a and sample b. The initial troponin result from sample a was < 6 ng/l with a data flag. Sample a repeat result was 59 ng/l. The specific troponin result for sample b was not provided but was said to be higher than 59 ng/l. The customer noted that sample a was retested due to the positive result from sample b. Patient 2 initial probnp result was 191 ng/l with a repeat result of 2500 ng/l. All results were obtained from the same analyzer. The results in question were reported outside of the laboratory. The repeat results were deemed correct. The troponin regent lot was 381542 with an expiration date that was requested but not provided. The probnp reagent lot was 375376 with an expiration date that was requested but not provided.